Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an unspecified event where it was believed that a clinician may have tampered with the infusion. The medication was fentanyl 2500mcg/50ml and pca pump was used to deliver the medication. The customer is requesting assistance from bd to review and interpret the device logs. The date in question was from (B)(6) to (B)(6) 2023. There was patient involvement but no harm. Bd learned additional information from the customer. It was reported that according to the medication administration record (mar), fentanyl 2500mcg/50ml syringe #1 was started on (B)(6) 2023 at 1818; syringe #2 was started 07 september 2023 at 1806. On the morning of 09 september 2023 at 0855, syringe #2 was stopped and found to be filled with air with the stopper at the 7ml mark. A short while earlier at 0715, the oncoming nurse reportedly verified a volume remaining of 8.51ml with the off-going nurse with the drip running at 1ml/hr. The air was discovered when the pca module door was actually opened to take down the drip. In review of the infusion report, the door was last unlocked on 07 september 2023 at 2058 (with syringe plunger detect alarm) and again at 2159. According to the customer, there was no activity documented on the mar around this time.

Event description:
It was reported an unspecified event where it was believed that a clinician may have tampered with the infusion. The medication was fentanyl 2500mcg/50ml and pca pump was used to deliver the medication. The customer is requesting assistance from bd to review and interpret the device logs. The date in question was from (B)(6) 2023 to (B)(6) 2023. There was patient involvement but no harm. Bd learned additional information from the customer. It was reported that according to the medication administration record (mar), fentanyl 2500mcg/50ml syringe #1 was started on (B)(6) 2023 at 1818; syringe #2 was started (B)(6) 2023 at 1806. On the morning of (B)(6) 2023 at 0855, syringe #2 was stopped and found to be filled with air with the stopper at the 7ml mark. A short while earlier at 0715, the oncoming nurse reportedly verified a volume remaining of 8.51ml with the off-going nurse with the drip running at 1ml/hr. The air was discovered when the pca module door was actually opened to take down the drip. In review of the infusion report, the door was last unlocked on (B)(6) 2023 at 2058 (with syringe plunger detect alarm) and again at 2159. According to the customer, there was no activity documented on the mar around this time.

Manufacturer narrative:
Additional information : if other specify, imdrf annex a, g, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported an unspecified event where it was believed that a clinician may have tampered with the infusion. The medication was fentanyl 2500mcg/50ml and pca pump was used to deliver the medication. The customer is requesting assistance from bd to review and interpret the device logs. The date in question was from (B)(6) 2023. There was patient involvement but no harm. Bd learned additional information from the customer. It was reported that according to the medication administration record (mar), fentanyl 2500mcg/50ml syringe #1 was started on (B)(6) 2023 at 1818; syringe #2 was started (B)(6) 2023 at 1806. On the morning of 09 september 2023 at 0855, syringe #2 was stopped and found to be filled with air with the stopper at the 7ml mark. A short while earlier at 0715, the oncoming nurse reportedly verified a volume remaining of 8.51ml with the off-going nurse with the drip running at 1ml/hr. The air was discovered when the pca module door was actually opened to take down the drip. In review of the infusion report, the door was last unlocked on (B)(6) 2023 at 2058 (with syringe plunger detect alarm) and again at 2159. According to the customer, there was no activity documented on the mar around this time.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, c, d codes.